Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during procedure, preventing user access to medication. Customer stated that a laparoscopic bilateral hernia repair / laparoscopic umbilical hernia repair, mass excisions was the affected procedure. Customer reported that the following medication was successfully removed from the device; 1% lidocaine, 0.5% bupivacaine with epinephrine, bacitracin, ondansetron, sugammadex, rocuronium, dexamethasone and cefazolin. Customer reported having no access to controlled substances drawer; pharmacy department was notified to provide ephedrine and fentanyl vials in case they were required. Patient or user harm was not reported.

Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during procedure, preventing user access to medication. Customer stated that a laparoscopic bilateral hernia repair / laparoscopic umbilical hernia repair, mass excisions was the affected procedure. Customer reported that the following medication was successfully removed from the device; 1% lidocaine, 0.5% bupivacaine with epinephrine, bacitracin, ondansetron, sugammadex, rocuronium, dexamethasone and cefazolin. Customer reported having no access to controlled substances drawer; pharmacy department was notified to provide ephedrine and fentanyl vials in case they were required. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A field service engineer evaluated the device and reported that the behavior was unable to be replicated during inspection. The field service engineer performed a device reimage as a precautionary measure. The field service engineer later observed that the station did not retain power when unplugged, the station's backup battery was replaced to resolve. Customer confirmed device is operational.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d4, d5, e3, g1, h2, h6. This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 03-aug-2021 to 03-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system rebooted and started updates unexpectedly. The technical support specialist attempted to log in to the station but was unable to identify the cause of the issue. Consequently, the field service engineer was requested to update the drive as a precautionary measure. An issue was encountered, necessitating the uninstallation and reinstallation of rss. The technical support specialist subsequently confirmed successful login and verified that all systems were functioning properly. A field service engineer found that station unable to hold power when unplugged and power failed due to faulty internal battery. He replaced the battery to resolve the issue. He also corrected the device time settings. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
Customer reported that a bd pyxis anesthesia es system unexpectedly stopped responding during procedure and started its upgrade process, preventing user access to medication from the controlled substances drawer. The delay was reported to be ongoing, therefore, the pharmacy department was notified to provide ephedrine and fentanyl vials in case they were required for the procedure. The medications needed to be taken out during the procedure were 1% lidocaine, 0.5% bupivacaine with epinephrine, bacitracin, ondansetron, sugammadex, rocuronium, dexamethasone and cefazolin. Customer stated that a laparoscopic bilateral hernia repair / laparoscopic umbilical hernia repair, mass excisions was the affected procedure.